Manufacturer narrative:
There was no allegation of an inaccuracy, therefore the conclusion paragraph of the event description should read as follows: based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of "sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that the lancing device was missing from her onetouch ultra 2 packaging. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 2:00pm. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took more food/drink on (B)(6) 2015 at around 3:00pm in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating and nervous" "within hours" after the alleged product issue began. The patient stated that she self-treated with more food/drink on (B)(6) 2015 at around 3:15pm. The patient stated that she tested with another device on (B)(6) 2015 at around 3:15pm and the result obtained was "76 mg/dl". At the time of troubleshooting, the csr noted that based on the correct packaging content, there was no missing lancing device. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿sweating¿ after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury.